Event description:
A report was received that the patient has gained weight (not device related) and the ipg is now at an angle and she is unable to charge. The patient was scheduled for a pocket revision, however the procedure was cancelled because the patient has been sick.

Event description:
A report was received that the patient has gained weight (not device related) and the ipg is now at an angle and she is unable to charge. The patient was scheduled for a pocket revision, however, the procedure was cancelled because the patient has been sick.

Manufacturer narrative:
Additional information received indicates that the patient has not been in contact with the physician's office and that the revision will not be rescheduled.